Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device was bent. 7 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 9 previously reported events are included in this follow-up record. Product return status 3 devices were received. 5 devices were evaluated in the field. 1 device investigation type has not yet been determined. Event confirmation status 8 reported events were confirmed. Evaluation results 8 devices were found to be affected by a bent foot.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 9 previously reported events are included in this follow-up record. Product return status 3 devices were received. 5 devices were evaluated in the field. 1 device was not available for evaluation. Event confirmation status 8 reported events were confirmed. Evaluation results 8 devices were found to be affected by a bent foot.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device was bent. 7 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 3 devices were received. 5 devices were evaluated in the field. 1 device investigation type has not yet been determined. Event confirmation status: 8 reported events were confirmed. Evaluation results: 8 devices were found to be affected by a bent foot. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes 9 malfunction events in which the device was bent. 7 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.